Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good condition, but the encloser was cracked. The device was unpacked, and on first visual inspection was noticed that the encloser was broken underneath. Also, on visual inspection was noticed that the microswitch was bent and need to be replaced. Tank was filled with water and a disposable was attached. But after the start button was pressed, and the device was fully functional, but the device was leaking from underneath. The customer's reported problem was confirmed, and the root cause was traced to the user dropping the enclosure. Along with the enclosure, the o-rings and microswitch also need to be replaced. A cost estimate was created. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is cracked and leaking. There was no patient involvement and no patient injury.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.